Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that the device was destroyed.

Event description:
Additional information received reported that when the patient presented with edema in right eye that made it difficult to open the eye. The patient was assessed by an ophthalmologist who diagnosed occlusion of central artery of right retina. Additional angiographic computed tomography (CT) was done, ruling out the presence of carotid-cavernous fistula. Treatment with local dexamethasone was started, with gradual improvement observed. Regarding the stroke, the control CT was completed which showed extensive infarction so anticoagulation therapy was postponed. Follow-up CT was planned for the following week which would determine possibility of restarting anticoagulation therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the sponsor assessed the event as possibly related to the procedure and the react and solitaire devices.

Manufacturer narrative:
Patient date-of-birth: only the patient's date of birth was provided; therefore only the year of the reported date-of-birth is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient's nihss score was 17 at 24 h post-procedure. On (B)(6) 2020 it was indicated that the nihss worsened from score 10 reported prior at baseline pre-procedure. Neurological deterioration at post procedure was >= 4 points worsening from baseline nihss scale. Additional information received noted that the patient's neurological deterioration was probably related to the procedure and unlikely related to the device. Additional information received stated that the patient's neurological deterioration was possibly related to the device as consequence of manipulation of the invasive procedure (no hemorrhagic transformation nor edema). On july 05, head computer tomography (CT) without contrast was performed with a result of sustained ischemia; however, the patient's had recovered/resolved without sequelae on (B)(6) 2020. Additional information received reported the patient had post-procedure periorbital edema, edema of the conjunctiva and ptosis. Mrs score was 1, nihss score was 10. Right retina central artery occlusion was diagnosed. The events resulted in patient disability and required additional intervention which was not specified. Site assessment reported the events as not related to the solitaire, react catheter, or the procedure. However study sponsor assessment by medtronic concluded the events were possibly related to the procedure.